Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# v013793, implanted: (B)(6) 2006, product type: lead.

Event description:
A healthcare provider (hcp) reported that the patient's skin over the lead had eroded, leaving the lead exposed on the right, back side of the head. They said that the patient's glasses were rubbing on the skin causing the erosion of the component. The hcp stated that they had put foam on the glasses to help with the rubbing and wanted to know what to do with the lead. It was reviewed that they needed to follow up with the patient's managing hcp. The issue was noted as sudden. Follow up from the managing hcp reported the battery and connection wires were removed from the right chest. They noted that the issue was resolved and they had surgically repaired the issue and gave the patient IV antibiotics. The implantable neurostimulator (ins)was indicated for movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.